Event description:
Customer called in asking for help uploading to carelink. The insulin pump's alarm history showed three separate and different alarms. Customer was assisted in uploading his data to carelink. Customer's blood glucose is 72 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.